Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that because of the warming, the patient was no longer able to switch their implantable neurostimulator (ins) on. As a result, the patient no longer had therapeutic effects.

Event description:
It was reported that the patient had a warming at the level of the implantable pulse generator when switched on following a car accident. Additional information reported that the rep would be meeting with the patient on (B)(6) 2014.

Manufacturer narrative:
(B)(4).